Event description:
Info was received that at a scheduled device replacement procedure, this left ventricular (lv) lead exhibited thresholds beyond device limits. The lead was surgically abandoned and a new lv lead was successfully implanted. There were no adverse pt effects reported.